Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On june 30, 2025, it was reported that prior to a stent placement procedure using venovo venous stent, the deployment system allegedly disconnected from the stent. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, it was reported that prior to a stent placement procedure using venovo venous stent, the deployment system allegedly disconnected from the stent. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing related root cause was considered, the lot history records were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor image provided which leads to inconclusive result. A manufacturing related issue could not be found. Therefore, the result of the investigation, the sample was not available for detailed evaluation, and it was not known where exactly the system detached. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used. G2, g3, h6 (result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.